Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, the peritoneal dialysis catheter placement surgery was performed. The external packaging of the catheter and accessories was intact, but preoperative examination revealed separation/detachment of the cuff from the catheter on the peritoneal dialysis catheter and accessories. It was also mentioned that something unusual had been observed on the device prior to use. The catheter was not repaired. There was no leak. Tego was not utilized. The insertion site was not treated prior to product placement. An excessive force use on the device. As a remedial action and intervention, a new peritoneal dialysis catheter was replaced, and the procedure was successfully completed. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.